Event description:
It was reported to medtronic neurosurgery that the peritoneal catheter was possibly clogged and that it was revised.

Manufacturer narrative:
Seventy five point 2 cm (75.2 cm) of the peritoneal catheter were returned. The catheter met requirements for the patency test. Slit-like cuts were observed near the distal end of the catheter. A slit tear was observed 9 cm. From the distal end. The catheter did not meet the requirements for the leakage test due to the cuts and tear. It is unknown how or when the damage occurred. The catheter met requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).